Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, after unpacking the guidewire the tip appeared to be loose and after touching the tip it detached, exposing the tip of the metal corewire. The procedure was completed with a second jagwire with no patient complications. The patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, after unpacking the guidewire the tip appeared to be loose and after touching the tip it detached, exposing the tip of the metal corewire. The procedure was completed with a second jagwire with no patient complications. The patient's condition was reported to be stable.

Manufacturer narrative:
The reported event of tip detached. Although the device has been returned, the failure analysis of the device has yet to be completed. Upon completion of the failure analysis of the complaint device a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that a segment of the distal tip had detached, exposing the tip of the corewire. Presence of adhesive remnants was found indicating that the pebax was properly attached to the core wire. There was no evidence of core wire fractured and the ptfe jacket did not present any anomaly. The outer diameter was measured and found to be within specifications. It is possible that during the clinical attempt (unpacking/preparation) the device could be handled improperly, thereby, causing the damage found. Therefore, 'handling damage' is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.